Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported for the event. The customer stated that she changed the infusion set prior to being hospitalized. The customer stated that she had been having high blood glucose levels for the past month and had been getting no delivery alarms during bolus attempts. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp to perform the high pressure test. Both the customer and her dr felt that the insulin pump needed to be replaced. Advised the customer that the insulin pump would be replaced per her dr's recommendation.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.